Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, (B)(6) 2025, the patient experienced being lethargic and the cgm reading was high. The patient self-treated with an unknown amount of insulin, and the insulin pump inserted 4 units automatically. After a while the patient started to feel hypoglycemic. The patient took a fingerstick and the cgm reading was high and the blood glucose reading was 57 mg/dl. The patient went to the hospital and was treated with intravenous fluids and saline. No further treatment was reported. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.